Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptoms of fatigue. The atrial lead exhibited loss of capture, a chest x-ray revealed possible fracture. Patient was sent to the or for a lead revision, but both sides were occluded so leads could not be implanted and procedure was abandoned. No additional information was available.